Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced cloudy effluent and symptoms of abdominal pain. It was not reported if the patient was hospitalized for the events. Treatment information was not reported. The cause of the cloudy effluent and abdominal pain was unknown. Action taken with therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.